Event description:
Complainant alleged that a male pt came into the emergency room, complaining of chest pain, and went into cardiac arrest. Electrode pads were attached to the pt and energy was charged at 120 joules. It was then noted that the wires from the electrodes were not connected to the device, and the cable was connected to the defibrillator paddles instead. The users removed the connection from the paddles and inserted it into the connection to the electrodes. The device was charged and the pt was defibrillated at 10 joules and then at 15 joules. The energy was increased to 120 joules and they continued to use this device to treat the pt. Complainant indicated that the pt subsequently expired. Subsequent biomed testing identified that when the connection from the paddles was removed, the device internally dumped the energy and reset the default joules to 10 joules.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report, when our investigation is completed.